Manufacturer narrative:
The returned valve was patent. The valve met the requirements for reflux, pressure-flow and pre-implantation testing. All performance levels could be set with a single attempt. Therefore the conditions of this complaint could not be verified by laboratory personnel. There was proteinaceous debris noted in the interior and exterior of the valve. Debris within the valve may interfere with the adjustment mechanism resulting in difficulty adjusting the valve. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the valve also did not meet the requirements for leak testing due to a tear observed in the top of the reservoir. It is unknown how or when this damage occurred. The IFU caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ the IFU also caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, crushing or breaking of components.¿ approximately 68 cm of the peritoneal catheter was returned. The catheter was patent and met the requirements for leak testing. There was proteinaceous debris observed within the interior and exterior of the catheter. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was implanted on (B)(6) 2013. According to the report, the device was not able to adjust to pressure level 2.0. The report stated that the pressure level setting was confirmed by an x-ray image and remained between 1.0 and 1.5. It was reported the device was explanted on (B)(6) 2016 and replaced with another device. Reportedly, there was no injury to the patient.